Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 8/1/2017 resulted in defect found; returned test strips produce erratic readings and the event was determined to be reportable. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 130 and 135 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 08/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (B)(6). The customer is calling regarding getting high blood results on the meter. The customer has had changes in her diet and exercise. She is not a diabetic but she tries to exercise on a daily basis. The customer takes her blood test fasting in the mornings and the evenings. She is concerned with the high readings as she is very careful what she eats.